Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end of the loop was bent into a v shape. The issue occurred during a setup for a therapeutic procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
Update to d9, h3 and h4. The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause could be due to deformation caused by an external overload. However a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.